Event description:
During retrieval of the 34mm sizing balloon, the balloon membrane tore and approx half of the balloon membrane remained in the pt. The physician was unable to locate the membrane with a control angiogram.